Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of error code 10102 was verified. Event log was unable to be downloaded. Service will re-install the software. Use testing was performed. The problem source is corrupted software.

Event description:
Information was received that the cadd prizm vip pump has error code 10102. No reported adverse effects.